Event description:
It was reported that the patient experienced temporary paralysis of his leg and couldn't feel his stomach. It was indicated that the patient was on a small non-pressurized airplane, about 13,500 feet flying over the mountains, when he noticed that he could not feel his stomach and his "torso had blown up tremendously". It was stated that the bulging of his stomach was possibly related to gas escaping but not related to the pump. In addition to the stomach issue, the patient could not move his right leg. It was noted that his right leg had become paralyzed from the hip down but he could still feel it, just not move it; "not even a toe or a twitch". It was reported 45 minutes after landing that the patient was finally able to move his leg freely and the bloating went away. There was a computed tomography (CT) scan performed after he landed and "a bubble" was found. The bubble was located below the site of where the catheter is positioned in the spine. It was indicated that the high altitude may have caused the "bubble" to increase in size. The patient outcome was not provided. The drug delivered via pump was dilaudid. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).